Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Clarification to d4: device lot number provided as 183325. This does detail does not identify a corresponding device in our system.

Event description:
Healthcare provider additionally reported "presence of several snowstorm images of at least 3 in the axillary hollow, the largest of which is estimated to be around 10 mm, the elementary aspect of which evokes siliconomas¿.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a fortuitous rupture and a capsular contracture baker grade IV. The device has been explanted. This relates to the right side.